Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a remote manager door intermittently failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) door was failed to open and the user unable to sign out. A field service engineer (fse) cleaned the contacts on the micro switches and secured all connections. The initial testing in hardware test application (hta) showed intermittent failures. Upon further diagnosis, a faulty sensor was identified. The latch assembly was replaced, and subsequent testing in hta confirmed proper functionality. All connections were rechecked and secured, and the device was verified to be operational by the customer. The system functioned as intended after the field service engineer repaired the device.